Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4) was in use from (B)(6) 2016 (192 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an airside layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump was returned to the manufacturer for evaluation. A preliminary visual inspection indicates a suspected defect of the blood-side layer of the triple layer membrane. Detailed evaluation is currently ongoing.

Event description:
A berlin heart excor blood pump patient supported in the lvad configuration in (B)(6) university,(B)(6) was transported to (B)(6) hospital for a heart transplant on (B)(6) 2016. Prior to departure from (B)(6), (B)(6) accompanying the patient, suspected a defect of the blood-side layer of the triple layer membrane of the excor blood pump. The blood pump was replaced without incident by (B)(6) surgeons. There was no harm reported to the patient and the patient tolerated the exchange of the blood pump well with no untoward effect. The patient is currently doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During the preliminary examination, reddish-brown residues were seen in the membrane interstices which lead to the suspicion of a defective blood-side layer of the triple layer membrane. The blood pump was disassembled in order to examine the layers of the triple layer membrane individually. A tear was detected in the blood-side layer along the circumference of the membrane. Additionally, at the time of the investigation, a crease of the blood-side layer was detected, at the location of the leakage, which must have formed during pump operation. The thickness of the blood-side layer was measured at predefined measurement points. During both production and failure analysis, the specified minimum membrane thickness was reached at all defined measuring points. The crease of the blood-side layer was detected along the circumference of the stabilization ring, which led to a a reduction of membrane stability in this region. This eventually resulted in the defect of the blood-side layer of the triple layer at the crease fold. The reason for the formation of the crease could not be determined.